Event description:
The customer reported the videoscope cable exera ii had intermittent image and the whole monitor was strobing. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Olympus was unable to reproduce the phenomenon. Olympus will continue to monitor field performance for this device.